Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received noted that the atrial lead was fractured. The lead was explanted and replaced with no complications. Patient was doing fine after the procedure.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, multiple episodes of pacemaker mediated tachycardia were noted. Patient experienced palpitations. Patient's atrial lead exhibited noise and multiple high atrial rate episodes were noted due to the noise. The noise was reproducible with isometrics. It was suspected that atrial lead noise was causing the pacemaker mediated tachycardia. Atrial lead replacement was discussed. No intervention was performed.

Manufacturer narrative:
Further analysis were performed on the lead. The reported event of noise was confirmed. An external abrasion breaching the outer insulation and exposing the outer coil was noted at 9.2 ¿ 9.6 cm from the connector pin consistent with friction to the device can. Electrocautery damaged to the insulation was also found in this location. The reported event of lead fracture was not confirmed. Electrical and x-ray examinations did not find any indication of conductor fractures or internal shorts.